Event description:
Customer reported an allergic reaction to ace heat therapy patch after 6 hrs of use. Contacted md for treatment and medication.

Manufacturer narrative:
Original product has been discarded. Complaint history check run on the lot reported yielded no other complaints. Will continue to monitor on monthly trending reports.